Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. After the alarm, the customer changed the supplies on the pump and was not receiving an occlusion alarm at the time tandem technical support was contacted. Reportedly, the customer had been using apidra insulin in the cartridge.